Event description:
It was reported that during a knee arthroscopy the pump ar-6480 (sn: (B)(6) was used with the tubings ar-6420 (lot: z4053) and ar-6425 (lot: x4080). A clamping test carried out after filling the tube set. After approx. 5 minutes without any abnormalities in the pump, the pump suddenly pumped at maximum flow rate (1200 ml/min) and then stopped with a warning. The surgical assistant restarted the pump, and the pump again pumped at maximum flow rate without stopping.. The tube was then unhooked from the pump, the pressure sensor was disconnected and reconnected, the same tube was reinserted, and the pump was then restarted.. The surgery couldn`t be completed successfully due to a compartment syndrome with splitting of the lower leg. A second procedure is/was required. ***update avoe 10-apr-2025 it was further reported that the compartment syndrome was currently treated with relief incisions on the lower leg. The patient is currently being treated as an inpatient and the second operation has not yet taken place.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation cannot be confirmed due to the inability to replicate the reported failure due to the inability to decontaminate the device. Visual evaluation of the photo attachments noted an ar-6425 and ar-6420 tubing were assembled together and the neoprene of the tubing was flattened. The most common causes for a flattened/compressed neoprene are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. The most likely cause for the reported failure can therefore be attributed to user error.